Event description:
A 14mm diameter x 8.5 cm length aneurx iliac stent graft was implanted for the endovascular treatment of a left iliac aneurysm in 2001. It was reported that the physician used the iliac stent graft without using a bifurcated stent graft. The pt had very tight iliac access with moderate vessel tortuosity and calcification. It was reported that the physician was able to get a cook sheath in the femoral artery and deploy the iliac limb graft but the physician noted that the femoral artery had torn; therefore, a gortex graft was used to repair the artery. On event date, the pt developed thrombosis of the left limb and the physician performed a thrombolectomy successfully. No add'l info is available from the user or user facility. It was reported that the pt is fine and no add'l clinical sequelae were reported.